Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned adapter noted damage to the adapter housing. Functional testing found that the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 1 of 50 procedures remaining. The data saved to the adapter was read and the secret address had been lost. The adapter was connected to an rpa clamshell and an representative handle running v29.6 software. The handle displayed a yellow adapter swimlane. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was recognized but not able to be rotated, articulated, or clamped. The adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device had a yellow swimlane. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intende d. The evaluation detected an unreported condition: damaged housing. The most likely cause for the additional condition is traced to user. This issue can occur due to rough handling of the device. Information provided to the user includes the following: the adapter is a precise instrument. Care should be taken to avoid dropping. Improper handling, cleaning, or sterilization may shorten device life and/or lead to device failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up prior to patient contact, the device displayed a yellow swimlane error. The handle and adapter were separated and reassembled using the troubleshooting guide, but the issue persisted, so another powered stapler set was used. There was no patient involved. Medtronic's initial evaluation of the incident device found that the data saved to the adapter was read and the secret address had been lost.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.